Event description:
It was reported, the patient needed an MRI of their brain. The patient had altered mental status and was ¿acting crazy.¿ they were not sure what was wrong or what the reason for the MRI was. They started to have the issues on 2014 (B)(6) and they already had a CT scan. It was later reported that the MRI was related to implant. The patient had had a change in personality since (B)(6) prior to the date of this report and they were wanting to look at a potential abscess around the system. The device is off. No outcome was provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3387s-40, lot# v100746, implanted: 2008 (B)(6); product type lead product ID 7436, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3387s-40, lot# v100746, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).